Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two times of surveillance culturing conducted by the user facility, following microbes were detected from the subject device. [First time]. Pseudomonas aeruginosa (>150 cfu ). [Second time]. Suction channel: pseudomonas aeruginosa (1 cfu ). The device had been reprocessed with a non olympus automated endoscope reprocessor, soluscope serie4 using peracetic acid. There was no report of infection associated with this report.